Event description:
According to surgery staff, when the physician attempted to reload the endo gia stapler with the duet trs staple reload, the threads of the staples (reload) came undone before the surgeon had the chance to use the device. The nurse stated the staple reload was broken as it was being removed from the package and that one staple had come unattached from the rest of the staples.